Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to corroded keypad traces. The device had cracked battery tube threads. No moisture damage found inside the insulin pump.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 87 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.